Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ did this issue contribute to any patient adverse event? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Additional information was requested, and the following was obtained via: "d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2026 and suture was used. During the procedure, the patient needed surgery due to condition requiring. When the doctor ligated the blood vessel for the patient, the suture was broken, and the visiting nurse immediately replaced the suture with a new one to ensure the smooth surgery. No adverse patient consequences were reported. Additional information was requested.